Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep). It was reported the doctor ordered a CT scan and consult request with a different doctor. The cause was not determined, but it was noted that the patient recently fell. The patient first experienced the high impedance/dystonia on (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in the emergency room with increased dyskinesia symptoms. The patient had high impedance. They were programmed 1+ 2- 3-, amplitude 3.4 v, pulse width 450 us, rate 70 hz. C <(>&<)> 0 3209 ohms c <(>&<)> 1 >40000 c <(>&<)> 2 447 c <(>&<)> 3 695 0 <(>&<)> 1 >40000 0 <(>&<)> 2 3176 0 <(>&<)> 3 3536 1 <(>&<)> 2 >40000 1 <(>&<)> 3 >40000 2 <(>&<)> 3 704 it was recommended the patient be programmed on contacts without high impedance. No further complications were reported as a result of this event.